Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the customer was having issues with the sensors. One of the sensors came to pieces, it looked bad. Customer's blood glucose was 12.4 mmol/l. The second sensor it came off and the third sensor there was a lot of bleeding at the site. One of the sensors appeared to be damage with double filaments. The sensors are not being returned for analysis.